Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with air bubble anomaly. It was reported that the reservoir had air bubbles. The customer's blood glucose level was reported to be 300mg/dl. It was reported that the customer had not removed the air bubbles. It was reported that the customer was advised to call back to perform high pressure testing.